Event description:
The hospital reported that the pt had a surgery to remove the esophageal cancer in 2009, and later developed pneumonia. For his respiratory care, a surgeon performed a tracheotomy one week later. Just after the pencil was activated, the surgeon noticed a small red spot in the endotracheal tube. In the next moment, fire occurred, and the pt's air passage was burnt. Oxygen was in use. The hospital reported the pt died because of respiratory failure.

Manufacturer narrative:
Date of initial report: 11/06/2009. To date, the incident device has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.